Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the inferior vena cava filter is tilted, the cranial tip abuts the anterior vena cava wall. It was also reported that all of the filter struts perforate the wall of the inferior vena cava, two anterior struts come into contact with the posterior wall of the transverse duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records the patient medical history included may-turner syndrome, chronic left common iliac vein thrombosis, chronic left common femoral vein thrombosis, chronic left popliteal and femoral vein thrombosis. Placement of an ivc filter and a left leg thrombolysis were indicated as the patient reported having increased difficulty with swelling, pain and edema of the left lower extremity which had worsen and was wearing compression stockings that did not help; being to the point of having venous claudication. The right common femoral vein was accessed with ultrasound guidance. The cordis optease filter was placed at the junction of l2-l3, followed by placement of a left common iliac vein stent and a balloon angioplasty procedure of the left external iliac. Approximately seven years and four months after the index procedure, the patient underwent an abdominal computerized tomography (CT) scan indicated for inferior vena cava filter check for an unspecified injury of the vena cava. The scan revealed inferior vena cava filter with 22 degree of anterior angulation and cranial tip abutting the anterior vena cava wall. All the filter struts extend beyond the inferior vena cava wall and the two anterior struts abut the posterior wall of the transverse duodenum. No strut fracture or dislodgment. The filter is situated satisfactorily below the level of renal veins. Other findings include atelectasis at the lung bases; mild cardiomegaly; a 3.3 cm left adrenal gland adenoma. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the ivc filter. The patient further experienced anxiety related to the filter and asserts that the irretrievable filter subjects the patient to the risk of future and progressive filter failure including additional perforation, migration, fracture, embolization of a fracture, clotting, thrombosis and even death.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of may-turner syndrome, chronic thrombosis throughout the left iliac and femoral veins. The patient had developed increasing difficulty walking with swelling, pain and edema of the left lower extremity which had worsened recently. The indication for the filter placement was reported to be the worsening venous claudication. The filter was implanted via the right common femoral vein and placed at the junction of l2-l3. This was followed by the placement of a left common iliac vein stent and balloon angioplasty of the left common iliac vein with suboptimal result, angioplasty of the left external iliac, common femoral and popliteal veins. The patient is reported to have tolerated the procedure well. More than seven years after the filter implantation, the patient underwent a computerized tomography (CT) scan for an unspecified injury to the vena cava. This study revealed that the filter had a 22-degree anterior tilt with the cranial tip abutting the anterior vena cava wall. In addition, all the filter struts were seen to extend beyond the inferior vena cava (ivc) with two anterior struts abutting the posterior wall of the transverse duodenum. No strut fracture or dislodgement was noted with the filter in an infrarenal position. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The patient further reported having experienced mental anguish and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date, is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the cranial tip to abut the anterior vena cava wall and all of the filter struts perforate the wall of the inferior vena cava, two anterior struts come into contact with the posterior wall of the transverse duodenum. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the inferior vena cava filter is tilted, the cranial tip abuts the anterior vena cava wall. It was also reported that all of the filter struts perforate the wall of the inferior vena cava, two anterior struts come into contact with the posterior wall of the transverse duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the inferior vena cava filter is tilted, the cranial tip abuts the anterior vena cava wall. It was also reported that all of the filter struts perforate the wall of the inferior vena cava, two anterior struts come into contact with the posterior wall of the transverse duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records the patient medical history included may-turner syndrome, chronic left common iliac vein thrombosis, chronic left common femoral vein thrombosis, chronic left popliteal and femoral vein thrombosis. Placement of an ivc filter and a left leg thrombolysis were indicated as the patient reported having increased difficulty with swelling, pain and edema of the left lower extremity which had worsen and was wearing compression stockings that did not help; being to the point of having venous claudication. The right common femoral vein was accessed with ultrasound guidance. The cordis optease filter was placed at the junction of l2-l3, followed by placement of a left common iliac vein stent and a balloon angioplasty procedure of the left external iliac. Approximately seven years and four months after the index procedure, the patient underwent an abdominal computerized tomography (CT) scan indicated for inferior vena cava filter check for an unspecified injury of the vena cava. The scan revealed inferior vena cava filter with 22 degree of anterior angulation and cranial tip abutting the anterior vena cava wall. All the filter struts extend beyond the inferior vena cava wall and the two anterior struts abut the posterior wall of the transverse duodenum. No strut fracture or dislodgment. The filter is situated satisfactorily below the level of renal veins. Other findings include atelectasis at the lung bases; mild cardiomegaly; a 3.3 cm left adrenal gland adenoma. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the ivc filter. The patient further experienced anxiety related to the filter and asserts that the irretrievable filter subjects the patient to the risk of future and progressive filter failure including additional perforation, migration, fracture, embolization of a fracture, clotting, thrombosis and even death.